Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. No issues were found. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when the imaging system was being used during a spinal fusion procedure, the 3d spins contained a fuzzy ring around the images. The surgeon was able to continue the procedure using the images for navigation. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.